Event description:
The patient was intubated with a nim contact emg endotracheal tube. Upon the case ending and the patient being extubated, we observed intussusception of proximal edge of tracheal balloon. Manufacturer response for nim contact emg endotracheal tube, nim contact emg (per site reporter): the information has been supplied to medtronic for their investigation.